Event description:
It was reported via postmarket outcomes registry that the pt experienced severe nausea and vomiting leading to "bump back and leak of spinal fluid." The pt was receiving morphine sulfate 20 mg/ml, bupivicaine 40 mg/dl, baclofen 200 mcg/ml and droperidol 200 mcg/ml in simple continuous mode via the pump. The persistent csf leak led to subsequent replacement of the catheter in2006. The pt recovered without sequela.

Manufacturer narrative:
.